Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: after contacting with the hospital, the missing needle tip was not found finally, the result of photographic examination was unknown, and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a facial wound debridement under local anesthesia. Procedure on (B)(6) 2025 and suture was used. During the procedure, it was found that the needle tip was missing by about 3mm. Despite searching the wound, instruments, gauze, and surrounding environment, it was not found. After replacing the suture, the wound was continued to be sutured. The situation has been explained to the family and a photographic examination has been conducted. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. - was there any additional tissue damage resulting from the search for the needle piece? - what is the surgeon's opinion of the possibility of the needle piece being retained in the patient? - are there any plans to continue searching for the needle inside the patient or any different post op treatment? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.